Event description:
False negative; I took 1 home covid test it was positive. Then I went to (B)(6) covid test site at (B)(6) airport for another test. They told me it was negative. So I took a different brand at home covid test. It was positive. So I then went to (B)(6) for another covid test. It was also positive. I've heard from others that they've experienced the same thing with the (B)(6) mobile testing site at the honolulu airport. FDA safety report ID # (B)(4).